Event description:
The customer reported that the patient who had been implanted with an exeter stem in combination with competitor head has been revised due to high metal ions.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an exeter stem was reported. Material analysis on the returned device confirmed damage consistent with loss of taper lock and the cement mantle breakdown process, which ultimately confirmed the reported high metal ions. Method & results: product evaluation and results: damage consistent with loss of taper lock and the cement mantle breakdown process was observed. Eds showed that stem was consistent with the drawing (astm f1586) and the debris was consistent with an oxide, the decontamination process, biological material, and the stem base material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: evaluation of the returned device indicated that damage consistent with loss of taper lock and the cement mantle breakdown process was observed. Eds showed that stem was consistent with the drawing (astm f1586) and the debris was consistent with an oxide, the decontamination process, biological material, and the stem base material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The other device listed in this report: cat # mac-9988-5258, lot # fm062266, description: std mitch trh cp sz 52/58, manufacturer: depuy. Cat # mmh-9988-0452, lot # fm066238, description: mitch trh md hd sz52-4, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that the patient who had been implanted with an exeter stem in combination with competitor head has been revised due to high metal ions